Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative (rep) indicated the doctor was the first person who told him about the event. The patient had experienced bad withdrawal, and the doctor first suspected a catheter issue and wanted to do a dye study. The rep read the pump at the dye study and noted multiple intermittent motor stalls and recoveries. He said that the pump had been replaced and the pump had not been released from the infectious disease department yet. He was going to try to get the pump from them to return for analysis. The cause of the motor stall was unknown. The pump had been implanted because their stimulation system had not been doing the job, and the pump had worked well for the patient right away after implant. The doctor knew something was going on because the patient had not been doing as well and was having withdrawals.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (75 mcg/ml; 18.75 mcg/day; lot number not provided), bupivacaine intrathecal (75 units/ml; 18.6 units/day), and morphine intrathecal (20 mg/ml; 5 mg/day). The patient's indication for pump use was non-malignant pain and rsd/causal gia-complex regional pain syndrome. A motor stall was seen at the initial pump interrogation, and it was noted that the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log reported a motor stall. The 'stopped pump period may exceed tube set' message was also seen. There were multiple motor stalls and recoveries. The range of dates of the motor stalls/recoveries were from a stall on (B)(6) /2015 with a recovery approximately 4 hours later and a second stall on (B)(6) 2015 with no recovery. No specific symptoms were reported, but it was noted that the patient was experiencing "symptoms." The onset of the symptoms was considered sudden. Additional information regarding the intrathecal drug details, other medications being taken at the time of the event, actions/interventions taken, details of the " symptoms," cause of the motor stalls, and outcome was requested, but it was not available at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-may-2019 from the patient¿s friend/family member who reported that the patient¿s body rejected the pump. The pump was removed due to erosion at the pump pocket. The reporter was unsure of the event date. Per this reporter, there was no infection. Additional information was received on 08-may-2019 from the patient via a company representative who reported that pump was removed due to infection. The patient was re-implanted on (B)(6)2015. From a therapy standpoint, the pump worked very well, but the patient said her body rejected the pump. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be ¿patient compliance cleanliness¿. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.